Event description:
The lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead will be analyzed. When additional information becomes available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 562 mm from the terminal pin. Only the proximal portion was returned. Inspection of the lead found that the medical adhesive was separated from the gore covering at the proximal end of the proximal coil and the coil was stretched in this location. The insulation was also found to be bunched in several locations. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was confirmed the observed damage to the gore covering. However, analysis was unable to reproduce the reported clinical observations of high pacing thresholds or dislodgement. Detailed analysis found this lead to be electrically continuous.

Event description:
Boston scientific received information that a revision procedure of this right ventricular (rv) lead was performed due to high pacing thresholds and a lead dislodgement. At a later date, this rv lead was part of a system explant due to infection. During the explant procedure, it was noted that the proximal shocking coil was damaged and stretched. In addition, the gore covering had been moved downward on the lead body. There was no report of adverse patient effects due to the explant procedure.